Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6) 2010. Legal counsel further reports a revision procedure was performed on (B)(6)2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, popping and cracking noises, elevated metal ion levels and lack of mobility. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03724/ -03725).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left total hip arthroplasty on (B)(6), 2010. Legal counsel further reports a revision procedure was performed on (B)(6), 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, popping and cracking noises, elevated metal ion levels and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2013 left hip revision operative report noted the revision was due to pain, grinding, audible crepitus and a progressive limp. Operative report noted the presence of fluid, a seroma, greenish brownish tissue, a milky white effusion consistent with metal-on-metal debris, metallosis, soft tissue reactivity to metal debris, a pseudotumor, and tissue necrosis. Operative report further noted that the modular head was cold welded to the morse taper and would not disengage. All components were removed and replaced with a competitor&#38112;acetabular components and stem and a biomet head.